Manufacturer narrative:
The act button was unresponsive due to the keypad traces being corroded.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 27 mg/dl at the time of the event. It was reported that the buttons were sticking and there was corrosion in the battery compartment. Nothing further was reported.